Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2008, patient underwent following procedure: exploration of posterior lumbar fusion from l4 to the sacrum bilaterally. Exploration and removal of lumbar pedicle screw instrumentation from l4 to the sacrum bilaterally. Bilateral laminectomy with bilateral medial facetectomy and bilateral total radical discectomy at l3-4 for neural decompression. Posterior lumbar interbody fusion at l3-4 utilizing corticocancellous structural allograft. Bilateral posterolateral fusion at l3-4 utilizing rhbmp-2/acs bone graft along with morselized autograft from the same skin incision; for pre-op and post-op diagnosis of: failed lumbar hardware at l4-5. Solid arthrodesis at l4-5 and l5-s1 posteriorly. Morbid obesity. Retained lumbar hardware from l4 to the sacrum bilaterally which is moss miami hardware. Severe lumbar spondylosis and stenosis at l3-4 above the previous lumbar fusion. Worsening lower back pain and bilateral right greater than left lower extremity radiculopathy.

Event description:
It was reported that the patient underwent a posterior lumbar spinal fusion procedure at l3-4 with an interbody cage. To achieve fusion, surgery was performed using rhbmp-2/acs. Post operatively, patient suffered significant pain in the area of the fusion surgery and extremities. It was also reported that the patient had significant damage to the spine. As a result of fusion surgery with rhbmp-2/acs, patient received significant medical treatment to care for rhbmp-2/acs related injuries. Patient never recovered from the surgery involving the use of rhbmp-2/acs, and continues to suffer from daily, disabling pain that prevents patient from performing many basic activities of daily living.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.